Event description:
It was reported that an fsl3+ sensor did not pair to the ilet, and the user had scanned the sensor in the libre app, resulting in the sensor being in use by another device; the agent educated the user that pairing must occur only through the ilet app and assisted with pairing a new sensor, consistent with an interoperability issue and user procedure error, with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem related to incorrect setup procedure, and no specific component term was applicable. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device pairing workflow."